Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the pressure "channel a" was alarming, however, the high pressure was normal. The perfusionist took the cable from pressure channel a and put it in pressure channel b. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service representative (fsr) tested the pressure channel "a" but could not duplicate the reported issue. The fsr replaced the pressure/temperature board and was operating satisfactory. With this board replaced, the unit operated to manufacturer specifications and was returned clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.